Manufacturer narrative:
Correction: g2 - report source.

Event description:
It was reported that the patient presented for the revision of the right atrial (ra) lead due to fracture. The lead was capped and replaced on (B)(6) 2025. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that the right atrial (ra) lead had initially been deactivated via programming due to under-sensing and failure to capture in 2006. The patient was asymptomatic and was stable post-procedure.